Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). It was noted that there was a pre-existing anterior and posterior leaflet prolapse and calcified annulus. One clip was implanted at the anterior (a) 2/posterior (p) 2 leaflet segment and mr was reduced. The second clip was implanted at the a1/p1 leaflet segment. Leaflet assessment was performed and was satisfactory. However, right after clip deployment, the clip detached from the anterior leaflet and the mitral regurgitation increased (slda). A third clip was implanted just medial to the second, detached clip, stabilizing the clip. The mr was reduced to grade 2+. There was no additional information provided.